Manufacturer narrative:
Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was implanted, removed, and replaced intraoperatively. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5 12.6; -10.00/2.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens was reported as having low vault with rotation. The lens was intraoperatively removed and replaced with a longer length lens. This resolved the problem. Cause of the event was unknown. It was unknown if the device failed to perform as intended.